Event description:
Additional information was received. A follow up clinic visit was performed. The leads are non-boston scientific leads. Interrogation revealed intermittent extra signals on the rv electrogram. All other device and lead measurements were within normal. Isometrics revealed noise on the shock electrogram. A large number of stored non-sustained events due to electromagnetic interference or noise. The device was programmed to "tachy therapy off" until a further follow up with the following physician to avoid inappropriate therapy. There was no allegation against the device. It was thought this was due to a non-bsc right ventricular lead fracture. Additional information was obtained. A further follow up visit was performed. One low out of range low impedance measurement was in the daily measurements. Normal shock impedance measurements were obtained. During visit, normal pacing impedance measurement was obtained. The device was left in monitor and therapy off. A decision will be made regarding a lead revision procedure. Additional information was obtained. No lead revision was performed. The device remains programmed to tachy therapy programmed off.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this device and unknown right ventricular lead revealed a low out of range impedance measurement. This information was provided to the physician and is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.